Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and in critical override mode. A technical support specialist reviewed database synchronization logs for stations and identified errors indicating inability to ping the server and timeout failures during data upload due to no available space in the reliable channel¿s transfer window, verified that all required services on both the stations and server were running, noted that the last successful server communication to the station occurred, performed network tests from all affected stations and found port 10000 was closed, attempted to restart the database synchronization server service, which timed out despite showing a running status, and no errors were recorded in the database synchronization server logs, rebooted the all in one (aio) server, after which all stations successfully resumed communication with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was disconnected and on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.